Manufacturer narrative:
On june 29, 2021, mentor completed evaluation of the device. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the sal smooth rnd diap 300cc breast implant had an area of shell abrasion on the posterior view. Additionally, a tear measuring approximately 0.1 cm was found within the shell abrasion. Leak testing was performed, in accordance with mentor procedures, and no additional leak sites were detected during the analysis. The evaluation determined that the cause of the deflation is consistent with normal wear. Shell abrasion suggest in-vivo folding or creasing of the device. This may be the result of the continuous and sustained stresses to the device. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with an unspecified mentor saline implant and experienced a deflation on an unknown side post-operatively. As a result, the patient underwent explantation on (B)(6) 2021.

Manufacturer narrative:
On may 28, 2021, mentor received additional information indicating the previously unknown device was a 300cc mentor smooth round moderate profile saline breast prosthesis, catalog# 3501645, lot# 5540937. Relevant fields have been updated. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. On june 11, 2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).